Manufacturer narrative:
Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The event occurred on an unknown date in (B)(6) 2013. The device was implanted on an unknown date in (B)(6) 2011. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event. Please see associated reports: 0001822565-2017-05036.

Event description:
It was reported in medical records received that patient experienced a right hip dislocation approximately two years post-implantation. No additional patient consequences were reported.